Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for femoral fracture. After the surgeon pulled the dhs tube plate towards to bone using the impactor, the tip of the impactor seemed broken. Possible cause of the breakage is that surgeon beat many times with the impactor since the patient was young. There seems no fragment left in the patient body; checked with x-rays. The nurse felt tip of the impactor was already shorter even before use. The surgery was completed successfully with no delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, d10. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the tip of the dhs/dcs-impact f/one-step insert-techn f was found broken, and only one small fragment was returned for evaluation. No other issues were observed. Therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. ¿ a dimensional inspection was performed due to post manufacturing damage. A functional evaluation was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the dhs/dcs-impact f/one-step insert-techn f would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: product code: 338.280. Lot number: 9513980. Release to warehouse date: 12.jun. 2015. Manufacturing site: werk hägendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.